Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, d2b, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: b5. Visual examination of the returned product showed the product has scratches on the surface of the poly as well as damage to the metal surface. The returned patella is fractured. Unable to perform dimensional analysis on unidentified product. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial procedure completed with no complications. X-rays not sent to radiology as revision intraop pictures provide sufficient evidence to support the allegation. No revision notes provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised approximately thirteen years and ten months post-implantation due to a sheared patellar component.

Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10 --------- 42512200612 articular surface fixed bearing (uc) left 12mm lot# 64688351. Unk persona cr femur 10 lot# unk. Unk persona tibia g lot# unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised three years, eleven months post implantation due to a sheared patellar component. Attempts have been made and all available information has been provided.